Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 360-539 mg/dl; cause was not known. A system check was performed by the territory manager (tm) and the pump performed as intended. The tm suspected bg may have been caused by customer's personal health issues. Reportedly, the customer reverted to an alternate pump for insulin therapy.